Event description:
It is further reported that switch 2, the up/down, and right/left knobs also had foreign material.

Manufacturer narrative:
Corrected data: b5 and h6 (component code: adding power switch and knob) this report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as it is unknown if there were deviations from the instructions for use and there was no physical damage noted to the places where foreign material remained. The event can be detected/prevented by following the instructions for use which state the detection method in cf-q150l/I operation manual chapter 3 preparation and inspection and the preventive measure in cf-q150l/I reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited the nozzle, the adhesive around objective lens, the adhesive on bending section cover and the bending section cover had foreign objects. There were no reports of patient involvement.